Event description:
It was reported that a spectrum iq pump under infused during therapy. It was reported the bedside nurse programmed 250 ml bolus from 250 ml bag. When pump alarmed to indicate that the bolus was completed and that all 250 ml was infused, nurse went in and saw that not all of the bag was infused. It looked like it had only infused 200 mls instead. The nurse switched tubing to another pump to finish bolus there was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h3, h6, h11. H11: the device was received for evaluation. During evaluation, the device failed flow accuracy verification test with a rate of 250 ml/hr and a vtbi of 250, with results of 231.782 and an error % of -7.2872. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be pressure plate travel failure. The pressure plate travel will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.